Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 20, alarm 30) during the load sequence. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 118 mg/dl to 178 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy until a replacement device is received.